Event description:
It was reported that the patient presented in emergency room with a device in backup vvi mode after receiving inappropriate hv therapy. It was suspected that the patient received inappropriate hv therapy as rhythm was more controlled based on external telemetry and therapy was still being delivered. Device is currently functioning in vvi backup mode with no hv therapy enabled. The physician elected not to make any programming changes.